Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A device download was performed successfully to restore the device.